Manufacturer narrative:
H4: the lot was manufactured from january 06, 2023 to january 10, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap ¿fell off¿ from the female connector of the transfer set. This occurred during use of the device for peritoneal dialysis therapy. The nurse instructed the patient to clean to prevent further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.